Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. To ensure this is not related to a manufacturing, all stent delivery system (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. Additional information was received stating that after the sheath was removed with no resistance noted the stent was still crimped on the delivery system, but immediately when the physician touched the device the stent became uncrimped. The device was not used on the patient. In this case, it is possible that handling of the stent during preparation or sheath removal may have contributed to the reported stent dislodgement. Further more, the additional information suggests that the stent was not found free in the box as reported. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for this lot. Although a conclusive cause can not be determined for the reported stent dislodgement, there is no indication of a product quality deficiency.

Event description:
It was reported that during un-packaging of the 2.5 x 15 xience, it was observed that the stent was not on the delivery system, and was free in the box. Additional information reported that the stent was crimped on the balloon; however, when the device was touched, the sent became uncrimped. The device was not used, and another device was used to complete the procedure. There was no patient involvement. No additional information was provided.